Event description:
A biomedical technician reported that during hemodialysis (hd) treatments, transducers will get wet causing transmembrane pressure (tmp) issues. The "old" lines did not have this issue. There was no harm indicated in the initial report. Multiple attempts were made to verify reported data and samples, but no response or details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.